Manufacturer narrative:
No device was returned for analysis. Review of the failure matrix analysis rsk-dfmea-000049 rev.13 was carried out and this had indicated that the risk was included, and the current controls were sufficient. The current rating for the failure mode in question is 5 parts per million. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "emerging use" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.

Event description:
Event description: ecn event description: about 2-3 hours post procedure physician np notified of patient having low pressure and back pain. Patient was then rushed into a lab for a tamponade procedure and about 300 ml was drained from endocardium. Still in ICU. Patient present at time of event?: yes patient complications: perforation in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: yes please describe the way in which the device or procedure caused or contributed to the patient complication?: wire was pushed out on the posterior wall medical or surgical interventions: tamponade to drain blood in endocardium patient admitted to hospital beyond the standard of care: yes patient discharged from hospital?: unknown patient outcome: the issue is ongoing.

Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product.

Event description:
Event description: ecn event description: about 2-3 hours post procedure physician np notified of patient having low pressure and back pain. Patient was then rushed into a lab for a tampenade procedure and about 300 ml was drained from endocardium. Still in ICU. Patient present at time of event?: yes patient complications: perforation in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: yes please describe the way in which the device or procedure caused or contributed to the patient complication?: wire was pushed out on the posterior wall medical or surgical interventions: tampenade to drain blood in endocardium patient admitted to hospital beyond the standard of care: yes. Patient discharged from hospital?: unknown. Patient outcome: the issue is ongoing.

Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "the guidewire is used in combination with other devices" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.

Event description:
Event description: ecn event description: about 2-3 hours post procedure physician np notified of patient having low pressure and back pain. Patient was then rushed into a lab for a tampenade procedure and about 300 ml was drained from endocardium. Still in ICU. Patient present at time of event?: yes patient complications: perforation in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: yes please describe the way in which the device or procedure caused or contributed to the patient complication?: wire was pushed out on the posterior wall medical or surgical interventions: tampenade to drain blood in endocardium patient admitted to hospital beyond the standard of care: yes patient discharged from hospital?: unknown patient outcome: the issue is ongoing.